Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2014-21280. It was reported the pt experienced loss of low back stimulation. Diagnostics revealed multiple invalid contacts on the pt's left scs lead. Reprogramming was unsuccessful. The pt will consult with the physician on the next course of action.